Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been hospitalized due to diabetes. The customer declined to provide further information. Tandem technical support educated the customer on how to turn off the pump.